Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and bench engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the 989706000051 (tempus pro patient monitor) indicating that the tempus pro dock not making contact with tempus pro - not charging device when connected. The customer can charge the device in the normal manner by connecting the charger to the side of the device. There was no patient involved when the issue was found. The customer sent images of the contact points of tempus pro and smart mount. The bench engineer confirmed that tempus pro device owned by the customer does not fit the dock. The customer explained that they have more than one tempus pro device that does not fit the dock but did not provided philips with the list. The sn of the tempus pro affected is unknown. The cause of the issue is the 2 designs of pin contacts of tempus pro. Resolution would be to replace these pin contacts or encourage the customer to replace old tempus pro device with new. Current tempus pro devices have the correct docking connector for mounts to interact as intended. Smart mount is newly designed with pins which has led not to interact with old version of tempus pro. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the pins on tempus dock not making contact with tempus pro - not charging device when connected. Dock unable to charge monitor as designed.